Event description:
An event involved primary plum set, 0.2-micron filter, clave y site, polyethylene lined tubing, secure lock, 104 inch it was reported that three taxol infusion sets leaked during administration. The affected sets were quarantined. Per rn staff, a few drops of fluid were observed on the on the taxol filter square portion. No patients have had direct exposures to the fluid drops, but there was a potential. This was discovered halfway through so set was exchanged and remaining infusion administered. There was patient involvement and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.